Event description:
It was reported that the lead had dislodged. Low sensing and loss of capture were also noted. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Electrical testing could not be performed due to the lead being returned cut in two parts. Other: na.